Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states, the josytick screen is blacked out. The provider states, the joystick will turn on, but only a blacked out display.